Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The volume of the leak was described as about 1/8 cup and was not contained within the instrument. The customer reported that a shutdown\startup was performed and the leak was observed. The customer was wearing personal protective equipment consisting of a lab coat, face shield and gloves at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Service was not dispatched because the customer was able to repair the leak. The customer stated that they noticed the drain tubing had popped off the fitting at the probe wipe assembly. The customer was able to reattach the tubing and stated that the instrument was running without any leaks. Identification of failure modes: the cause of the leak was the drain tubing had popped off the fitting at the probe wipe assembly. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous results for all parameters due to sample carryover. Product labeling: coulter lh 750 hematology analyzer, warning-precautions (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).